Manufacturer narrative:
The ilet was not returned for evaluation. Available ilet logs were reviewed; logs included data from the reported event date. No evidence of device malfunction was found in the engineering logs. The ilet dosed insulin as intended in response to available cgm glucose values. The ilet triggered device and cgm glucose alerts as intended. Device data confirmed hypoglycemia on the reported event date. Device data also showed a pattern of missed or late meal announcements, leading to periods of glucose variability, including on the date of the event. The user was appropriately re-trained on the correct use of the meal announcement.

Event description:
On (B)(6) 2025, a user participating in a clinical study for individuals with cystic fibrosis related diabetes experienced a hypoglycemic event where they reportedly lost consciousness for about 5 minutes and their husband delivered a dose of glucagon. The user recovered after the glucagon dose and no further intervention was required.